Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had completed 7 sessions. The patient had a sinus infection from (B)(6) 2016 up until about a week ago and was placed on antibiotics. The patient then got a yeast infection and a urinary tract infection (uti). The patient was unsure of what the cause of the uti was. The yeast infection may have been a result of the antibiotics. The patient was feeling better now and their symptoms were resolved.